Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, after the initial positioning, the physician opted to attempt another location, and upon removal the helix tip was bent. The physician attempted to retract the helix, however upon retraction the mechanism became stuck. The physician continued manipulating the lead body and upon removal a portion of the helix tip remained stuck inside the patient. The physician opted leave the helix portion unretrieved and finish the procedure with another lead. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, after the initial positioning, the physician opted to attempt another location, and upon removal the helix tip was bent. The physician attempted to retract the helix, however upon retraction the mechanism became stuck. The physician continued manipulating the lead body and upon removal a portion of the helix tip remained stuck inside the patient. The physician opted leave the helix portion unretrieved and finish the procedure with another lead. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point. The distal portion of the helix tip was not returned. An x-ray was obtained and revealed that the helix was broken. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.